Event description:
It was reported that the buttons in the insulin pump were not functioning. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump had an intermittent act button due to moisture damage on keypad trace. Insulin pump had a cracked battery tube thread, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and stained end cap sticker.